Event description:
Ipc (image processor unit) does not boot. System starts booting, but the process never ends because the ipc freezes.

Manufacturer narrative:
The service rep completed an ipc replacement or hard disk replacement. Software reloaded, system operating as intended.